Event description:
Issue: the maximum radiation dose rate in fluoroscopic mode for the medtronic o-arm was greater than deemed safe by the medical physicist at (B)(6). Solution: after much discussion, the vendor acknowledged that for units sold in (B)(4) the dose rate had to be decreased, and agreed to modify the dose rate on our unit using the "(B)(6) settings." Results: modifying the dose rate to the "(B)(6) settings" achieved a significant reduction in radiation exposure to pts. Clinicians report no perceived difference in image quality. Dose: 60 r. Frequency: minute.